Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the incident was unknown. During troubleshooting, the customer was unable to get the display to return after removing the battery and inserting a new one. The customer was advised that the insulin pump needed to be replaced the insulin pump and was recommended to refer to the backup plan. The insulin pump will not be returned for analysis.